Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-5 to treat degenerative spondylolisthesis and stenosis. It was reported that after the final tightening, a-p images revealed that left rod had not passed through both left screw heads. The rod and left set screws were removed. During removal of the setscrew, the surgeon deformed one of the screw heads; as a result, the screw was replaced with a new larger screw. The surgeon rebuilt the construct and completed the procedure without any further incident. No patient injury was reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 86746545, 510k # k042025 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.